Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the diagnosis and indication for the initial procedure? Gonarthrosis. Total knee prosthesis. What was the initial approach for the initial procedure (open, laparoscopic or other)? Opened. What tissue was the suture used on? Subcutaneous. What was the state of the tissues (normal, thin, calcified, fragile, diseased)? Normal. Was the fixation tab pressed against the tissue at the start of suture use? No tab with this yarn. Were two reverse stitches performed on the incision prior to closure? Yes. Do we know how the wound broke up? Intolerance - allergy. Did the stitches not engage the tissue? No. Did the suture break? If yes, where was the break noted (termination, middle, end)? No. Were there any precipitating stressors that led to suture failure or tissue tearing? No. Could you provide us with more information on the surgery required for wound dehiscence, including date and results. ? Did the operating surgeon observe a defect or anomaly in the sutures before, during, after placing the sutures or during a re-operation? No. What is the physician's opinion of the etiology or contributing factors to this event? Allergy - intolerance to yarn. What is the patient's current condition? I'm fine but disgraceful scar.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/7/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: for the patient, a 2/0 stratafix thread and a 3/0 stratafix thread were used. For other questions, I cannot answer you. Related events reported via 2210968-2023-02517.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the suture break? If so, where was the break noted (termination, middle, end)? Were there any precipitating stress factors that led to the suture breaking or pulling out of the tissue? Please describe the surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent ligamentoplasty of the anterior cruciate fascia lata on an unknown date and barbed suture was used. 5 to 6 weeks after the procedure the patient experienced local skin reaction with scar disunity at different sites of the scars and expulsion of thread fragments. The suture would be at the origin of this reaction evoking an intolerance. The patient got a reoperation. This caused pain and unsightly scars. Additional information was requested.